Event description:
It was reported the patient cut his foot on the foot plate of the ht5500 manual wheelchair. The wound was treated at home by a wound care specialist. No further patient complications were reported as a result of this event.